Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge, cut on lg cable and cracked on side of vc. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's picture orientation was off. The issue was found during the preparation for a laparoscopic hysterectomy procedure. The procedure was completed using the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's picture orientation was off. The issue was found during the preparation for a laparoscopic hysterectomy procedure. The procedure was completed using the same device with no delay. There were no reports of patient harm.